Event description:
In 2008, the sales rep reported that during a kit inspection, it was noticed that the screw detaches from the extender sleeve. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during kit inspection. Prod is an instrument, and is not implantable. Request has been made to obtain the prod. Eval is pending upon the return of the prod.